Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump monitored for several days and no unexpected suspend mode noted. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump suspended itself and blood glucose level went high. Blood glucose was 30.7 mmol/l; current reading was 8.2 mmol/l. The settings and daily totals are correct. No alarm was found in the alarm history that would have suspended the device. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The insulin pump passed the high pressure test. The customer also mentioned being hospitalized three times for diabetic ketoacidosis and stated that events had been documented. Customer was advised the insulin pump is working as designed and to change the entire infusion set and reservoir.